Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient underwent surgery (B)(6) 2009 due to exposure of the device. During the procedure, the exposed portion of the device was covered with an inferiorly based musculofascial flap from the temporalis muscle and an inferiorly based occipital skin paddle rotational flap. The implanted device remains.